Manufacturer narrative:
This MDR has already been submitter to FDA by the us importer with report number 3014128390-2023-00005.

Event description:
The patient was revised due to shoulder instability on (B)(6) 2022. The implantation date was on (B)(6) 2022. A cementeless glenoid baseplane and a humaral cup were explanted. A centred glenosphere, a humeral cup, cementeless glenoide baseplate were implanted.